Event description:
The customer reported the motor unit became hot then leaked oil onto the surgeon's glove. After cleaning up and restarting with a second attachment, the motor unit became hot again and again leaked oil onto the surgeon's glove.